Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the monopolar was not working on the generator. The procedure was completing as planned with no reported injury, isi followed up with the initial reporter and obtained the following additional information: the customer relied on bipolar energy and used the monopolar instrument for cold cutting.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe monopolar unit to replace the system. The system was tested and verified as ready for use. Isi did receive a da vinci product for failure analysis. The erbe generator was analyzed and found to have the reported (vsc erbe) monopolar not working) error was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized, and all ports recognized instruments. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. While the root cause of the customer-reported issue could not be definitively established, a possible cause based on failure analysis findings may be attributed to generator defect associated with the erbe generator.

Event description:
Refer to h11 for follow-up information.